Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that on the morning of the event the blood glucose device gave a result of 135 mg/dl. Approximately two hours later the customer started to experience elevated blood glucose symptoms of blurred vision, increased thirst, and a headache. The husband transported the customer to the hospital. Upon arrival at the hospital the customer received a blood glucose result of 460 mg/dl and was treated with unknown liquids/solutions to lower her blood glucose. The customer's blood glucose level stabilized. It is unknown how long the customer was hospitalized.